Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips would not advance. Upon the first use, the device could be activated normally, but the clips were not delivered. Another like device was used to complete the procedure. There were no adverse consequences for the patient.